Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. Moisture damage motor during visual inspection was noted. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. There was no audio beep anomaly noted. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid at the water park. The customer states the pump display went blank. The customer's blood glucose level was reported to be 105mg/dl. The customer was advised the pump would be replaced and returned for analysis.